Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited low pacing impedance and noise. Insulation breach was suspected. No interventions were performed. There were no patient consequences.